Event description:
The patient stated that several weeks ago, he experienced a low blood glucose episode. He stated that he became disoriented and incoherent. He was unaware of how low his blood glucose level was at that time. His wife contacted emergency medical services, who administered glucose intravenously. He reported that his blood glucose returned to normal as a result of the IV. He was not hospitalized as a result of the occurrence. He reported his normal blood glucose values to be in the "100 mg/dl range." At the time of the low blood glucose occurrence, he was using his back up infusion device. In follow up, he switched to his primary infusion device. The product was requested to be returned for evaluation.